Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed with the available information.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the right ventricular leadless pacemaker (rvlp). No changes or interventions were performed. There were no patient consequences.